Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a stapled hemorrhoidopexy (longo procedure), while on preparation, the device was difficult or unable to load and the anvil disengaged and did not fall on the patient¿s cavity. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection noted: the presence of a hemorrhoid stapler and an anvil. The safety is engaged and there appears to be no port, anoscope, or dilator. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported conditions. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.